Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found to be stripped from the threads. This issue can be related to the unable to assemble. The reported allegation can be confirmed. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the nature of its functionality. However, it is reasonable that the observed conditions during the visual inspection can be attributed to the device do not have a tight fit or advanced correctly with the mating device. The overall complaint was confirmed as the observed condition of the connection screw f/locking attachment pl would contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device. Product code: 02.120.606. Lot number: 767p080. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 04-jul-2022. Manufacturing site: jabil grenchen. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D10: date of concomitant therapy is (B)(6) 2024. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The device associated with this report was not returned to depuy synthes for evaluation. The photographs attached were reviewed, however the image quality is poor and no observations pertaining to the nature of the reported event could be identified. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device. Product code: 02.120.606, lot number: 767p080. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 04-jul-2022, manufacturing site: jabil grenchen. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary the product was not returned to depuy synthes, however photos were provided for review. The device associated with this report was not returned to depuy synthes for evaluation. The photographs attached were reviewed, however the image quality is poor and no observations pertaining to the nature of the reported event could be identified. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in columbia as follows: during the procedure on (B)(6)2024, when the periprosthetic plate is passed with the fixing screw to the femur plate, did not hold well. While fixing the internal screw, it is hard to screw and both pieces do not release: both the internal screw of the external, the fixing screw has also some marks on the thread which is reported to the surgeon. Dr. States that the screw from the beginning of its placement gender discomfort so it does not authorize its collection in the expense. This report is for one connecting screw f/locking attachment plate/stardrive for (B)(4).